Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager needed to be reattached. The customer stated that they were unable to remove the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) need to reattach. A field service engineer (fse) went to the station, then removed the srm, then removed all the adhesive and put new adhesive, then mounted the srm, then removed the broken glycol sensor and installed and secured a new sensor and powered station up. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager needed to be reattached. The customer stated that they were unable to remove the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.